Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported experiencing an infection that was itching, burning, and red all around the adhesive. When the pod was removed, there was a knot the size of a golf ball. She went to the doctor and was prescribed antibiotics. She also stated that her blood glucose started going high and she could not get her levels down, but she did not remember specific values. The pod had been worn on the arm (above her elbow) for between 4 and 24 hours.